Event description:
It was reported that the pt presented to the clinic with intrathecal baclofen withdrawal symptoms; specific symptoms were not provided. A dye study was performed on (B)(6) 2010. It appeared that there was a fracture in the catheter. The pt was being referred to the surgeon for a catheter replacement. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).